Event description:
Consumer reported pen needle broke off inside her abdomen after completing the injection. Consumer went to ER where the x-ray was taken and it was determined that the needle was inside her abdomen. Surgery was scheduled and broken needle was surgically removed. Consumer mentioned she has a 2" scar from the surgery.

Manufacturer narrative:
No product has been received to date, as product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.